Event description:
It was reported that the ventilator failed the flow transducer sub-test during pre-use checks. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The air gas module and the oxygen gas module, which regulate the inspiratory air and oxygen gas flows to the patient, have been returned for investigation. The air gas module was found faultless. The reported flow transducer sub-test failure was confirmed in the received device logs, and was reproduced during testing of the oxygen gas module in a reference ventilator. During ventilation with 100% oxygen, a higher respiratory rate than set was noticed. The inspiratory tidal volume was higher than set and the expiratory tidal volume was lower than set. Ocular inspection of the oxygen gas module showed that the cover of the gas module, which has a damping material on the inside to keep the solenoid in place, had popped out on one side. This affected the position of the solenoid, which in turn affected the flow regulation and caused the reported failure in the pre-use checks tests. It is unknown how the cover popped out, but such damage cannot occur if the gas module is mounted in the ventilator properly.

Event description:
(B)(4).